Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the device was opened, the product was not used on the patient, there was no plastic cover, the yellow shipping wedge on the tip of the stapler, so the anvil fell because it was not secured. A new device was used to resolve the issue. There was no patient injury.